Event description:
According to the reporter: the customer reports that the clip didn't come out properly, and cut the vessel. Reference: 2647580-2010-00463.

Manufacturer narrative:
(B) (4). (B) (4).